Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise did not result in high voltage therapy. The asymptomatic patient was seen in clinic on (B)(6) 2018 and the noise was able to be reproduced with arm movement and palm presses. No intervention was performed and the patient would continue to be monitored normally.